Event description:
Reportable based on device analysis completed on 19sep2018. It was reported that crossing difficulty was encountered. The 85% stenosed, 12mm in length target lesion was located in the moderately tortuous, seriously calcified, 2.5mm in diameter left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two kinks at 16.2cm and 17cm from the tip. Microscopic examination revealed the tip is damaged. The balloon is loosely folded and there is blood in the guide wire lumen, inflation lumen and balloon. A closer look at the balloon revealed a pinhole 13mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.